Manufacturer narrative:
Continuation of concomitant products - d314drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing at times on supra ventricular tachycardia (svt) device classified events. It was noted that atrial undersensing on egms (electrograms) appears to be due to functional undersensing in the blanking period. The ra lead remains in use. No patient complications have been reported as a result of this event.